Event description:
On (B)(6) 2011, an advance sling was implanted. It was reported that prior to tightening the sling, saline was noted to be leaking, "from the flexi scope through the incision." Through multiple flexi and rigid scopes and catheterization, the point of leakage could not be found but seemed to be coming from the urethra below and behind where the sling was placed. A small drain was placed in the perineal space and to be removed the next day and a catheter was to remain in place for one week. Placement of the advance sling looked good and good coaptation was achieved.

Manufacturer narrative:
Should additional info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.